Manufacturer narrative:
On 27sep2017 the patients medical records were received and additional information was obtained as follows: date of visit: (B)(6) 2017 emergency room visit. Signs/complaints: eye pain, stinging following contact lens insertion symptoms: od, os corneal and conjunctival epithelium burns, purulent discharge. Central epithelial erosion od. Diagnosis: ICD 10 code: t 26.6 - chemical burns of the cornea and conjunctival sac; h 16.8 - other keratitis. Applied treatment: vigamox qid; illegible qid; cornergel qid; thaloz illegible. Recommendations: follow-up in the local ophthalmology outpatient unit. Referral given to pt. On (B)(6) 2017 additional medical records were received and the additional information was obtained as follows: date of visit: (B)(6) 2017 0830. Od: more quiet, ongoing epithelialization of the cornea, folds in the descements membrane, no precipitates. Os: quiet, no discharge, punctate corneal staining. T26.6 treatment continued - chemical burns of the cornea and conjunctival sac. Date of visit: (B)(6) 2017. Patients injury was treated in the emergency unit on (B)(6) 2017. Corneal erosion od, conjunctivitis (contact lens induced) vigamox qid; yellox qid; cornergal qid; thealoz. Os: superficial injection, discharge h (+). Od: intense superficial injection, large central corneal erosion, folds in descemets membrane. T.26.6 - chemical burns of the cornea and conjunctival sac. Date of visit: (B)(6) 2017. Od: quiet, cornea h (+) centrally, less folds in the descemets membrane, precipitates I. {lipid?}. Os: quiet, h (+) more superficial. T26.6 - chemical burns of the cornea and conjunctival sac. Date of visit: (B)(6) 2017. Improvement; eyes are quiet, corneas h (+), no precipitates, iris quiet vigamox tid; cornergel tid; thealoz t26.6. Date of visit: (B)(6) 2017. Anterior segments are quiet and pale, punctate and superficial fluorescein staining of the corneas od>os prescription: cornergel qd before bed. No additional medical information has been received. This report is for the patients os event. The patients od event will be filed in a separate report. A loose lens was received in a baggy. A visual inspection was conducted on the loose lens which revealed the lens was torn in pieces. The lens was unable to be measured for base curve, center thickness, and diameter. No conclusion can be drawn because the lens was received in a baggy. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 26jun2017 our affiliate in (B)(6) received a letter from a patient (pt) who reported while using the acuvue oasys brand contact lenses on (B)(6) 2017 he/she felt worsening vision. The pt reported it was a small fog which growing very fast. Pt then reports very strong, stinging eye pain in both eyes. The suspect lenses were removed immediately; pt reported that the lenses practically dissolved in his/her eyes. Pt reported that despite cleaning the eyes with water in a very short time he/she practically lost vision, and monstrous stinging pain didnt disappear. The pt went to the hospital and pt reports the eye care provider (ecp) diagnosed a chemical burn in both eyes. The pt reported he/she is curing and is on sick leave. Pt stated that the effect of the burn is unknown. No additional information was provided; the pt only provided a mailing address, no telephone number was provided in the letter. On 27jun2017 a letter was mailed by the (B)(6) affiliate to the pt requesting a return call for additional medical and product information. On 07jul2017 the affiliate received a letter from the pt: the pt letter was dated 03jul2017 the pt provided a telephone contact number and the lot number from the suspect product. No additional information was provided in the letter. Multiple telephone attempts were made to the pt for additional medical information, but no return calls were received from the pt. No additional information has been received. The suspect product availability is unknown. This report is for the pts os event, the event for the pts od will be filed in a separate report. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l0031nz was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.